Event description:
The patient reported his device is being replaced due to eri (elective replacement indicator). Additionally, the patient felt it the battery had depleted too quickly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.